Event description:
Massive blood leak at the initiation of treatment. When the dialyzer was examined there was no o ring in the header. Estimated blood loss 120cc. No add'l adverse effect to pts. Pt info = female. No sample is available.